Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/12/2024.an investigation was conducted on 06/26/2024.a visual inspection was conducted.signs of clinical use and evidence of blood was observed.the cannula handle was observed to be intact.the c-ring was observed to be transected and melted in the center of the c-ring.the scope wash tubing and retention rib remained attached to the cannula.the scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib.based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed.specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.the lot # 3000386685 history record review was completed.there were no ncmrs, rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke. A new device was used to complete the procedure after a minimal delay. There was no patient harm.